Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please explain more on when the endocutter wouldn¿t open after being fired? Was the device stuck on tissue? If the device was closed on tissue how was it removed (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse button)? Were the device jaws eventually opened? If no, how was the device removed from the tissue?

Event description:
It was reported that during a laparoscopic appendectomy the endocutter wouldn't open after being fired. A second like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: p57k1y. Device evaluation: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.